Event description:
Patient tested on the suspect device with an inr result of 1.3. Lab inr was 1.8. Reporter was not sure when controls were run. The device was replaced and requested to be returned for evaluation.